Manufacturer narrative:
As reported, the 5mm angioguard filter could not be pulled into the deployment sheath. Difficulty was encountered while docking the filter basket into the deployment sheath. There was no reported injury to the patient. The case was completed by changing to a non-cordis filter. The product was stored and handled according to the instructions for use (IFU) and was inspected and prepped as per the IFU. No abnormalities were noted about the device prior to use, and the device was prepped according to the IFU. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The intended procedure was for carotid artery stenosis. A non-sterile unit of ¿rx/5mm basket diameter/180cm¿ was received for analysis. The returned components are the deployment sheath, ecgw system, torque device, peel away introducer, and the capture sheath. The rest of the components were not returned for analysis. The torque device is not fixed to the guidewire. The ecgw system was received inserted inside the deployment sheath. A premature peeling was observed located approximately on 31 cm from the distal tip with a length of 7 cm and the distal end of the guidewire is presenting a unravel condition. No other outstanding details were observed on the returned part. Functional analysis could not be performed because the filter was received expanded and the components involved in loading the filter into the deployment sheath were not returned. The filter basket area was magnified with a vision system to perform the evaluation and no anomalies or damages were observed on the filter struts or on the membrane walls. However, the unraveled condition on the distal tip of the guidewire was confirmed. The failure reported by the customer as ¿delivery system~loading (docking) difficulty-into delivery sheath¿ could not be confirmed because the filter was received expanded and the components involved in loading the filter into the deployment sheath were not returned therefore, functional analysis could not be performed. The failure reported by the customer as distal tip (ecgw)~ unraveled/stretched¿ was confirmed. An unraveled condition was observed on the guidewire distal tip. The exact cause of the observed damages could not be determined during the analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 5mm angioguard filter could not be pulled into the deployment sheath. Difficulty was encountered while docking the filter basket into the deployment sheath. There was no reported injury to the patient. The case was completed by changing to a non-cordis filter. The product was stored and handled according to the instructions for use (IFU) and was inspected and prepped as per the IFU. No abnormalities were noted about the device prior to use, and the device was prepped according to the IFU. There was no difficulty encountered while flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The intended procedure was for carotid artery stenosis. The device will be returned for evaluation.